Manufacturer narrative:
Concomitant products : 6947-58 lead , implanted (B)(6) 2012, 5076-45 lead, implanted (B)(6) 2012.

Event description:
It was reported that the patient experienced pain at the pocket site and it was determined the left ventricular epicardial leads were "protruding up" - but not through - the skin. It was noted there was no sign of infection, nor erosion. The pocket was revised and the leads remain in use. The patient was a participant in the (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.